Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the rupture is unknown, but could be related to the patient calcification and other patient factors not reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), a patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach died 4 hours post tavi. The patient had a pericardial effusion drained, decreased bp, pea arrested. The 29 mm sapien 3 valve was implanted 2 mls removed from delivery balloon. Slow inflation was performed to observe the calcium. The echo on table post implant was normal and reported. As per medical opinion, the autopsy results were a contained annular rupture that developed slowly then impinged on the left main artery occluding flow to the heart resulting in a pea arrest. Patient was unfit for surgery.